Manufacturer narrative:
Product analysis: there is a longitudinal rupture of the balloon on the distal peak. This type of failure is consistent with contact with bone splinter while the balloon is inflated in the vertebral body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty due to osteoporotic vertebral fractures at three lumbar vertebrae. Intra-op, while inflating the balloon, leak of contrast medium inside the vertebral body was observed. The product came in contact with the patient. No fragment of the balloon remained inside the patient. No patient complications were reported.